Event description:
It was reported that the pt's audiologist stated that a number of hi impedances on multiple channels had appeared. Testing performed by the clinic showed hi on channels 1, 2, 6, 7, 9,11 and 12.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.